Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of pacing, loss of capture, high capture threshold, and high pacing impedance were overserved on the left ventricular lead. The device was reprogrammed to resolve the event and the patient was in stable condition.